Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had scratches or damage on the display, rainbow effect making it hard to read. Customer stated the hearing unusual grinding noises different from the normal rewind noises. Customer received an unexplained and random no delivery alarm. It was reported that the settings or pump locked up and became unresponsive, no harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.